Event description:
It was reported that during a gastric bypass procedure, the first device was leaking so the device was changed out for another trocar and it too was leaking. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported. No devices will be returned at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.